Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Patient reported right side deflation. Device remains implanted.

Event description:
Healthcare professional additionally reported right side visible rippling and slow leak. Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d6b, d9, g2, h3, h6.

Manufacturer narrative:
Additional, changed, and/or corrected data: h.3., h.6. Device evaluation visual analysis of the returned device identified: opening and white particle inside the device. Leak test was performed and found opening on anterior. A microscopic analysis was performed which identify striated opening in the anterior crack opening on diaphragm valve. Based on the device analysis the final assessment is: -a striated opening in the anterior side assessed as surgical damage. - a crack opening on diaphragm valve due to cracked valve seat diaphragm valve. - delamination partial of the diaphragm valve assessed as adhesive failure.

Event description:
Patient reported right side deflation. Healthcare professional additionally reported right side visible rippling and slow leak. Device has been explanted